Event description:
It was reported that during a right-side atrial flutter procedure, while performing the diagnostic portion of the procedure, removing the deflectable quad catheter from the patient resulted in the loss of all intracardiac and body surface ECG signals from the carto 3 and the recording systems. Another non-bwi system (witt system) used to monitor the patient's vital signs was not affected. Some trouble shooting were performed (including rebooting the systems, exchanging the connector, etc.) However, the same issue reoccurred. The carto 3 and recording systems were re- booted and the signals were clean. Catheters were introduced one at a time. When the navistar thermocool sf catheter was connected all the 12-lead body surface and intracardiac signals were lost again. Disconnecting the catheter brought the signals back. The procedure was completed by exchanging with a non-bwi system (esi mapping system). No patient injury was reported.

Manufacturer narrative:
(B)(4). It was reported that during a right-side atrial flutter procedure, while performing the diagnostic portion of the procedure, removing the deflectable quad catheter from the patient resulted in the loss of all intracardiac and body surface ECG signals from the carto 3 and the recording systems. Disconnecting the catheter brought the signals back. The procedure was completed by exchanging with a non-bwi system (esi mapping system). The returned device was tested for electrical resistance and current leakage. The catheter passed these tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi product used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4).